Event description:
It was reported that a dissection occurred. Th target lesion was located in the right coronary artery (rca). A 2.75 x 48 mm synergy was deployed and a dissection was observed. To cover the dissection, a 2.75 x 24 mm synergy was deployed and the procedure was completed. The patient was stable after the procedure.